Event description:
The patient felt a shocking or jolting sensation at the lead location when the implantable neurostimulator was turned on. The patient had headaches and tightness near his scalp on the left side of his head. The patient experienced itching at the scalp which became severe at night. The patient turned the device off at night. The patient experienced a loss of therapeutic effect. The symptoms started after a severe fall one year ago. He fell again this year. The patient had moved several times and was unable to find an interim hcp to resolve the issue. The patient was at home and her status was fair. It was later reported that the patient visited an hcp; the hcp planned to take an x-ray of the neck, have a manufacturer's representative check the patient's device, and possibly use heat therapy. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.